Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced chest pain, feeling of fullness and shortness of breath during dwell 4 of 6. The patient was connected to the homechoice pro device at the time of the events. Renal therapy services (rts) assisted the patient to manually drain. Draining did not relieve the patient symptoms. The caregiver contacted emergency services while patient continued to drain. Rts remained on the phone with the caregiver until paramedics arrived. When paramedics arrived at the home, the caregiver stopped the drain with a drain volume of 2803 ml. Rts assisted the caregiver in disconnecting the patient using the proper aseptic technique. It was reported the paramedics would treat the patient would proceed to the hospital in the ambulance when ready. At the time of this report, the patient outcome was not reported. No additional information is available.